Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the aspiration pressure only went up to 400 millimeters of mercury [hg]. The procedure type was unknown. The surgery was completed on same day by replacing with same product, there was patient contact with suspect product but no impact to the patient.